Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to replace and inspect the cartridge and its components, clean parts of the pump, and successfully complete the loading process, which allowed them to resume insulin delivery.